Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected, vitros trop I es results were obtained from two different samples obtained from a single patient processed on the vitros 5600 system. Service repair actions were performed to return the system to nominal operation. Additionally, the sample may not have been processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause is an instrument related issue. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros trop I es results (sample 1 = 0.070, sample 2 = 0.063, 0.064 vs. Expected result = 0.028 ng/ml) from two different samples obtained from a single patient processed on the vitros 5600 system. The affected patient result of 0.063 ng/ml was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected samples as the physician questioned the result. A corrected result was issued. There was no report of patient harm as a result of this event. (B)(4).